Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd plastipak¿ concentric luer lock syringe was found leaking "when the plunger was moved through the syringe, leakage occured past the stopper. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: two used and five sealed samples of 50ll lot 1706240p were received for investigation. Upon visual inspection of these samples received leakage past the stopper can be observed in the 2 used samples received. No damage or molding defect can be observed in any of the 7 syringe that could have caused this defect and the stopper is correctly assembled to the plunger in all of them. Leak testing was done with the 5 unused samples received according to procedure and iso 7886-1 annex d. The five samples meet iso 7886-1 annex d. They were also disassembled without observing any damage in plunger rod or any of their components that could have caused leakage. Investigation conclusion: this issue is not related to a manufacturing defect. Since samples received meet iso7886 annex d and since no incidence happened during manufacturing process, a definitive root cause cannot be determined.

Manufacturer narrative:
Investigation summary: no samples (or pictures) have been received for investigation. DHR of lot 1706240p has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station during manufacturing process, mechanical leak test is done to every syringe. In case any fails, it is rejected automatically to scrap. Ten retained samples of lot 1706240p are evaluated. Upon visual inspection of these retained samples, no damage or molding defect can be observed in any of their components that could cause leakage. The stopper is correctly assembled to the plunger in the ten samples. Leak test is done with these ten retained samples according to according to procedure and iso 7886-1 annex d. The ten samples meet iso 7886-1 annex d. They are also disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. 1. Visual inspection. Molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2. Functional inspection. Printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Investigation conclusion: this issue is not related to a manufacturing defect. Since retained samples evaluated meet iso7886 annex d and since no incidence happened during manufacturing process, a definitive root cause cannot be determined.